Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Performed pre-fill reservoirs test. Inspected reservoir o-rings stopper groove for anomalies. No leaking and no air bubbles anomalies found during analysis. Also, inspected reservoir snap-cap width dimension per dop using a new lab infusion set connect reservoir and failed per inspection. Reservoir's snap-cap too loose to connect/lock/release properly.

Event description:
Customer reported via phone call that reservoir was leaking at snap cap and infusion set was not able to lock at snap cap and continued to turn. Customer's blood glucose was 203 mg/dl.